Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the scope was in a torqued position. This caused the needle to bend, and the needle would not retract back into the sheath. The physician removed the entire scope, and was able to remove the needle without damaging the scope. The physician completed the procedure using a wang needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the scope was in a torqued position. This caused the needle to bend, and the needle would not retract back into the sheath. The physician removed the entire scope, and was able to remove the needle without damaging the scope. The physician completed the procedure using a wang needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle was retracted when received. The working length was kinked and bent at the distal end. A functional evaluation was performed. When the handle was actuated, the needle would not extend as the needle was stuck behind the distal stop. The sheath was pulled straight, which released the needle from the distal stop. After the needle was dislodged from the distal stop, the needle would then extend and retract with slight resistance. The resistance was likely due to the dried residue found on the needle. Once the needle was extended, a visual assessment confirmed that the needle was not bent. The drive wire was kinked just proximal to the needle which could be perceived by the complainant as a bent needle. The condition of the returned unit was not consistent with the complaint incident that the device needle was bent, as the investigation confirmed that the needle was not bent. Therefore a definitive root cause could not be determined. However, this event will remain reportable based upon the resistance retracting the needle. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.